Manufacturer narrative:
(B)(4). Date sent: 4/2/2026. D4: batch # a97j7l. Investigation summary. The product was returned to ees for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the b12lt device was returned with the sleeve tip crushed. Additionally, the opened packaging was returned along with the instrument. During evaluation, it was observed that the universal seal latch was engaged with the sleeve assembly. Upon further inspection of the device, damage to the sleeve tip was confirmed. Due to the condition of the returned device, no functional testing could be performed. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what might have caused the reported event. The reported complaint was confirmed. Device history review. A manufacturing record evaluation was performed for the finished device batch a97j7l number, and no non-conformances were identified. Additional information was requested and the following was obtained: any visible broken part? -no. What part broke of the device broke? -sleeve cracked. Did the damage occur right out of the packaging or in the operative field? -in the operative field. Did any pieces fall into the patient? -no. Will all pieces be returned with the device? -yes. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the unk surgery, noted that the device was cracked. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.